Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the hose was damaged. The device was being used during surgery. No patient injury reported. It is unknown if medical intervention occurred. There was no additional information provided.